Manufacturer narrative:
This follow-up is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems corporation in the initial report submitted january 12, 2021. The issue reported was not confirmed. The unused samples were sent to the supplier where they performed visual inspection and did not find any signs of deformity or damage. The samples were built into a test circuit while bovine blood was circulated at 100ml/min and at 500ml/min. The samples were conforming to the factory's spec with no issues noted. The supplier also reviewed their manufacturing records and product release records of the part and no issues were noted from the review. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The device was not returned. However an unused hemoconcentrator from the same lot was returned. The sample was forwarded to the supplier for further evalutation. No issues were noted from the DHR review. The coc for the hemoconcentrator was reviewed and no issues were noted.. All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. The case label gtin code: (B)(4). The production identifier: (B)(4).

Event description:
The customer reported that during cardiopulmonary bypass (cpb) procedure, the pack exhibited varying levels of hemolysis, a 'pink tinge' to the hemoconcentrator effluent. The team primed their cpb circuit and recirculated as per their normal process and added the packed red blood cells (prbc) to the system after which, it was noted, there was red effluent from the hemoconcentrator. The circuit was utilized in the cardiopulmonary bypass surgery and once on bypass they customer commented that the red effluent eventually cleared up. The product was not changed out and surgery was completed successfully. There was no delay reported, no blood loss and no patient consequences reported.

Manufacturer narrative:
This follow-up is submitted to the FDA in accord with applicable regulations- and as indicated by terumo cardiovascular systems corporation in the initial report submitted 1/12/21. Upon further investigation of this reported event, the following information is new and/or changed. D8 (was this device serviced by a third party?) No g3 (date received by manufacturer) g6 (type of report) follow-up h2 (if follow-up, what type) correction h6 (component code) ¿ 558 - concentrator h6 (health effect ¿ impact code) ¿ 2199 ¿ no health consequences or impact all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.